Event description:
It was reported that the patient experienced traumtic left hip injury at age 14 and had a cup arthroplasty performed. Nine years later, the patient tripped and fell. The fall tramua resulted in a full left hip replacement. The patient was revised seven years post initial full hip replacement due to pain, recurrent dislocations and instability. Patient revised again twenty four years post full tha due to pain and pelvic bone fracture. She was told her hip stem was too long and she walked on it wrong for years causing her pelvic to snap. During the revision her surgeon was unable to remove the stem due to it being too deep. He opted to revise her acetabular side to compensate. Patient reports that she is still in pain and has difficulty standing and walking. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: item #: unknown, unknown head, lot #: unknown; item #: unknown, unknown cup, lot #: unknown; 166025 integral revision 15x225mm lf 317640. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03103, 0001825034 - 2020 - 03104, 0001825034 - 2020 - 03105.

Event description:
It was reported that patient underwent left total hip arthroplasty and was revised seventeen years later due to pelvic bone fracture. The patient claims to still be in pain and has difficulty standing and walking. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565 - 2020 - 03113.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565 - 2020 - 03113